Event description:
Pt presented to the clinic for a routine eye examination. Biomicroscopic examination revealed moderate inferior punctate staining of the cornea, right eye greater than left eye. Neovascularization of the right cornea, and a mild papillary reaction of the superior palpebral conjunctivae, both eyes. Pt is a disposable soft contact lens wearer who admits keeping lenses in eyes 3-4 weeks at a time without removal. Pt will discontinue contact lens wear until condition resolves.